Event description:
Erratic blood glucose levels, seizures, and confusion, hyperglycemia, convulsions, confusion. A spouse reported that pt has experienced elevated blood glucose levels with the use of a novopen 3 insulin delivery device. Reporter stated that when pt performs an air shot no insulin appears. The reporter reported that pt removes the cartridge from the device and retracts the piston rod after each use. The spouse stated that pt was hospitalized in 1999 with seizures and vials of humulin brand insulin. Spouse reported that pt would return home from the hosp, use the products in question, and pt's blood glucose levels would elevate. In subsequent contact with another member of the pt's family it was reported that, before giving an injection, the pt removes the cartridge and shakes it, resets the piston rod, returns the cartridge to the device, which is not in accordance with the product label. Family stated that pt has had trouble performing air shot in past, so pt does not perform an air shot before each injection. The family member reported that pt's blood glucose levels were normal prior to switching from conventional syringes and humulin brand insulin to products in question. Family member stated that, during latter part pt was hospitalized because pt had passed out and was unconscious; pt's blood glucose level was 56 mg/dl. In addition, family member reported that pt had a "mini stroke" and hosp thought that pt's "lung condition" could possibly be involved. Pt returned home after seven days in hosp. Family member stated that in 1999, pt was hospitalized with "flu symptoms", i.e., diarrhea and vomiting, and pt's blood glucose levels were elevated. During pt's hosp stay, which lasted three to four days, pt's blood glucose levels remained elevated between high 300's mg/dl to above 600 mg/dl. Family member stated that in 1999, pt had a seizure, i.e., pt's left side vibrated, pt started to shake uncontrollably, and pt fell to floor. This event occurred on an intermittent basis for several days and, on 10/31/1999, pt was admitted to hosp for seizures and elevated blood glucose levels. During pt's hospitalization until pt's discharge date, pt's blood glucose levels were erratic with low levels between 40 to 60 mg/dl. When discharged from hosp, pt's insulin dose had been decreased, however, was increased over next seven weeks because pt had returned to using products in question and pt's blood glucose levels elevated. In addition, family member stated that, over last six months, pt has become more confused and pt's mind is no longer "sharp". In subsequent contact with attending physician who monitored pt's first two hospitalizations, pt was hospitalized five days for hypoglycemia, bronchial asthma, gastric nodules, proximal gastric diverticulum, insulin dependent diabetes mellitus, glaucoma, and asthma. No other info is available regarding third hospitalization at this time. Follow-up info received on 1/3/2000: in subsequent contact with pt, pt reported pt's blood glucose levels have been closely monitored by pt's physician and have normalized. Pt stated that pt's total daily dose of insulin has decreased from 70 units to 45 units. The pt reported that pt continues to use the novopen 3 device and no longer removes cartridge, nor retracts piston rod, after each use. Pt stated that events have resolved.